Event description:
Event verbatim [preferred term] put the wrap on incorrectly and experienced blisters [blister] , put the wrap on incorrectly, did not check her skin under the wrap, did not read instructions for use/sometimes used the heatwrap 12 hours a day [device use error]. Case narrative:this is a spontaneous report from a contactable consumer. A female patient (no pregnant) of an unspecified age started to use thermacare heatwrap (robax lower back & hip heatwrap) from an unspecified date (reported as a few years ago) and ongoing at unknown frequency for ''back problems''. The patient's medical history includes ongoing heart issues (unspecified), ongoing poor circulation, ongoing rheumatoid arthritis, ongoing sensitive skin and an abnormal skin condition reported as "skin allergy" and blisters. Concomitant medications included unspecified blood thinners and esomeprazole magnesium (nexium). Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unknown indication with no adverse effect and "other heat products" in the past for pain relief (unspecified products) a few years prior to the date of the report for quite a while and also experienced blisters. The patient reported that she used the heat wraps often. When advised as per the product insert that after 7 days she should seek a doctor about her symptoms, she said she already did and was advised she can keep using the wraps. She also stated that the first time ever used the robax heatwraps for lower back and hips, she put the wrap on incorrectly and experienced blisters. She stated it was her own fault as she did not read the usage instructions before using the heatwrap and that is how she got blisters. The problem/symptom she experienced was further described as "just had blisters, next to my skin and it should not have been." Her symptoms of ''blisters" started a few years ago and lasted for a few days. The patient had been wearing the heatwrap for 4 to 5 hours when the event occurred. The patient reported she sometimes used the heatwrap 12 hours a day and did not check her skin under the heatwrap. She mentioned she attached the adhesive to her body (not the clothing) and would wear it for a "couple of hours". The patient stated she then read how to use them properly. At the time of this report, no problems or symptoms remain. She did not consult a health care professional as a result of the event. The patient assessed her skin tone as medium (neither light nor dark). She did not engage in exercise while using the product. The patient was not taking any medication during the time she experienced the event ''blisters''. Action taken in response to the events for thermacare heatwrap was dose not changed. No therapeutic measures were taken as a result of the event blisters. Clinical outcome of the event blisters was resolved on an unspecified date. Clinical outcome of the other event was unknown. Product investigation results received which were as follows: this investigation was conducted for an unknown lot number lower back/hip (lbh) product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Additional information has been requested and will be provided as it becomes available. Follow-up (25aug2016): new information received from a contactable consumer includes: patient age, medical history, concomitant medication, suspect product indication and no therapeutic measures taken. Follow-up attempts completed. No further information expected. Follow-up (08aug2016): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (19dec2019): this follow-up is being submitted to notify that an investigation of the device is ongoing. Follow-up (18dec2019): new information received from product quality group includes investigation summary. Company clinical evaluation comment based on the information provided, the events of "blisters" and "device use error" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "blisters" and "device use error" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
This investigation was conducted for an unknown lot number lower back/hip (lbh) product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term] put the wrap on incorrectly and experienced blisters [blister] , put the wrap on incorrectly, did not check her skin under the wrap, did not read instructions for use/sometimes used the heatwrap 12 hours a day [device use error]. Case narrative:this is a spontaneous report from a contactable consumer. A female patient (no pregnant) of an unspecified age started to use thermacare heatwrap (robax lower back & hip heatwrap) from an unspecified date (reported as a few years ago) and ongoing at unknown frequency for ''back problems''. The patient's medical history includes ongoing heart issues (unspecified), ongoing poor circulation, ongoing rheumatoid arthritis, ongoing sensitive skin and an abnormal skin condition reported as "skin allergy" and blisters. Concomitant medications included unspecified blood thinners and esomeprazole magnesium (nexium). Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unknown indication with no adverse effect and "other heat products" in the past for pain relief (unspecified products) a few years prior to the date of the report for quite a while and also experienced blisters. The patient reported that she used the heat wraps often. When advised as per the product insert that after 7 days she should seek a doctor about her symptoms, she said she already did and was advised she can keep using the wraps. She also stated that the first time ever used the robax heatwraps for lower back and hips, she put the wrap on incorrectly and experienced blisters. She stated it was her own fault as she did not read the usage instructions before using the heatwrap and that is how she got blisters. The problem/symptom she experienced was further described as "just had blisters, next to my skin and it should not have been." Her symptoms of ''blisters" started a few years ago and lasted for a few days. The patient had been wearing the heatwrap for 4 to 5 hours when the event occurred. The patient reported she sometimes used the heatwrap 12 hours a day and did not check her skin under the heatwrap. She mentioned she attached the adhesive to her body (not the clothing) and would wear it for a "couple of hours". The patient stated she then read how to use them properly. At the time of this report, no problems or symptoms remain. She did not consult a health care professional as a result of the event. The patient assessed her skin tone as medium (neither light nor dark). She did not engage in exercise while using the product. The patient was not taking any medication during the time she experienced the event ''blisters''. Action taken in response to the events for thermacare heatwrap was dose not changed. No therapeutic measures were taken as a result of the event blisters. Clinical outcome of the event blisters was resolved on an unspecified date. Clinical outcome of the other event was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (25aug2016): new information received from a contactable consumer includes: patient age, medical history, concomitant medication, suspect product indication and no therapeutic measures taken. Follow-up attempts completed. No further information expected. Follow-up (08aug2016): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (19dec2019): this follow-up is being submitted to notify that an investigation of the device is ongoing. Company clinical evaluation comment: based on the information provided, the events of "blisters" and "device use error" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "blisters" and "device use error" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] put the wrap on incorrectly and experienced blisters [blister] , put the wrap on incorrectly, did not check her skin under the wrap, did not read instructions for use/sometimes used the heatwrap 12 hours a day [device use error]. Case narrative:this is a spontaneous report from a contactable consumer. A female patient (no pregnant) of an unspecified age started to use thermacare heatwrap (robax lower back & hip heatwrap) from an unspecified date (reported as a few years ago) and ongoing at unknown frequency for ''back problems''. The patient's medical history includes ongoing heart issues (unspecified), ongoing poor circulation, ongoing rheumatoid arthritis, ongoing sensitive skin,an abnormal skin condition reported as "skin allergy" and blisters. Concomitant medications included unspecified blood thinners and esomeprazole magnesium (nexium). Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unknown indication with no adverse effect and "other heat products" in the past for pain relief (unspecified products) a few years prior to the date of the report for quite a while and also experienced blisters. The patient reported that she used the heat wraps often. When advised as per the product insert that after 7 days she should seek a doctor about her symptoms, she said she already did and was advised she can keep using the wraps. She also stated that the first time ever used the robax heatwraps for lower back and hips, she put the wrap on incorrectly and experienced blisters. She stated it was her own fault as she did not read the usage instructions before using the heatwrap and that is how she got blisters. The problem/symptom she experienced was further described as "just had blisters, next to my skin and it should not have been." Her symptoms of ''blisters" started a few years ago and lasted for a few days. The patient had been wearing the heatwrap for 4 to 5 hours when the event occurred. The patient reported she sometimes used the heatwrap 12 hours a day and did not check her skin under the heatwrap. She mentioned she attached the adhesive to her body (not the clothing) and would wear it for a "couple of hours". The patient stated she then read how to use them properly. At the time of this report, no problems or symptoms remain. She did not consult a health care professional as a result of the event. The patient assessed her skin tone as medium (neither light nor dark). She did not engage in exercise while using the product. The patient was not taking any medication during the time she experienced the event ''blisters''. Action taken in response to the events for thermacare heatwrap was dose not changed. No therapeutic measures were taken as a result of the event blisters. Clinical outcome of the event blisters was resolved on an unspecified date. Clinical outcome of the other event was unknown. Product investigation results received which were as follows: this investigation was conducted for an unknown lot number lower back/hip (lbh) product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (25aug2016): new information received from a contactable consumer includes: patient age, medical history, concomitant medication, suspect product indication and no therapeutic measures taken. Follow-up attempts completed. No further information expected. Follow-up (08aug2016): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (19dec2019): this follow-up is being submitted to notify that an investigation of the device is ongoing. Follow-up (18dec2019): new information received from product quality group includes investigation summary. Follow-up (19feb2020): this follow-up report is being submitted as a final reportable MDR., comment: based on the information provided, the events of "blisters" and "device use error" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. There is not a complaint trend for any class(es) associated to the suggested key product complaints database terms. No further investigations or actions are suggested at this time.

Manufacturer narrative:
This investigation was conducted for an unknown lot number lower back/hip (lbh) product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Put the wrap on incorrectly and experienced blisters [blister], put the wrap on incorrectly, did not check her skin under the wrap, did not read instructions for use/sometimes used the heatwrap 12 hours a day [device use error]. Case narrative: this is a spontaneous report from a contactable consumer. A female patient (no pregnant) of an unspecified age started to use thermacare heatwrap (robax lower back & hip heatwrap) from an unspecified date (reported as a few years ago) and ongoing at unknown frequency for ''back problems''. The patient's medical history includes ongoing heart issues (unspecified), ongoing poor circulation, ongoing rheumatoid arthritis, ongoing sensitive skin and an abnormal skin condition reported as "skin allergy" and blisters. Concomitant medications included unspecified blood thinners and esomeprazole magnesium (nexium). Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unknown indication with no adverse effect and "other heat products" in the past for pain relief (unspecified products) a few years prior to the date of the report for quite a while and also experienced blisters. The patient reported that she used the heat wraps often. When advised as per the product insert that after 7 days she should seek a doctor about her symptoms, she said she already did and was advised she can keep using the wraps. She also stated that the first time ever used the robax heatwraps for lower back and hips, she put the wrap on incorrectly and experienced blisters. She stated it was her own fault as she did not read the usage instructions before using the heatwrap and that is how she got blisters. The problem/symptom she experienced was further described as "just had blisters, next to my skin and it should not have been." Her symptoms of ''blisters" started a few years ago and lasted for a few days. The patient had been wearing the heatwrap for 4 to 5 hours when the event occurred. The patient reported she sometimes used the heatwrap 12 hours a day and did not check her skin under the heatwrap. She mentioned she attached the adhesive to her body (not the clothing) and would wear it for a "couple of hours". The patient stated she then read how to use them properly. At the time of this report, no problems or symptoms remain. She did not consult a health care professional as a result of the event. The patient assessed her skin tone as medium (neither light nor dark). She did not engage in exercise while using the product. The patient was not taking any medication during the time she experienced the event ''blisters''. Action taken in response to the events for thermacare heatwrap was dose not changed. No therapeutic measures were taken as a result of the event blisters. Clinical outcome of the event blisters was resolved on an unspecified date. Clinical outcome of the other event was unknown. Follow-up (25aug2016): new information received from a contactable consumer includes: patient age, medical history, concomitant medication, suspect product indication and no therapeutic measures taken. Follow-up attempts completed. No further information expected. Follow-up (08aug2016): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment: based on the information provided, the events of "blisters" and "device use error" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the events of "blisters" and "device use error" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.